Manufacturer narrative:
(B)(4): the inferior shaft is cracked at the centerline of the jaw pivot pin. The jaw pivot pin is missing and not returned for analysis. The location, direction, and amount of force required in order induce fracture of the shaft consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.

Event description:
It was reported that the instrument was bent during use. No pt injury was reported.